Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that paced t-wave oversensing (pptwos) was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Section a4 - the patient's weight should have been 152 pounds rather than left blank. Section b5 - " programming changes were performed to resolve the issue. There were no patient consequences noted." Should have been stated rather than "no changes or intervention was reported. The patient condition was unknown."

Event description:
It was reported that paced t-wave oversensing (pptwos) was noted on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences noted. New information received noted that a re-occurrence of pptwos was noted after the programming changes were made. The patient was checked at the hospital, no additional intervention was reported.